Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine (10 mg/day) and morphine (15 mg/day) via an implantable pump. It was reported that 'a number of years ago' their pump ran out of medication and 'it was dry,' and patient stated they had an electrician, an air conditioning company, a handyman, and people running all over their house to try to figure out what was causing the noise that was in their house. Patient stated with their high ceilings, the noise seemed like it was coming from one way and then another way. No one ever realized it was them and they didn't know it was, but they knew they did not feel good. The nurse told them to call medtronic and they had to wait 8 days before the pump was refilled. They asked if there was a way to turn the volume of the alarm up because they are hard of hearing. They now had home infusion perform pump refills and the staff was on top of it.